Event description:
Boston scientific received information that device battery has reached end of life (eol) and had a monitoring voltage (mv) of 2.68 v and a charge time (CT) of 33.3 seconds. The last latitude upload displayed a CT of 10 seconds which was five months ago. A boston scientific technical services consultant discussed that the device has plenty of voltage remaining; however, the CT is very long. The d...

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when device analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.